Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell, underweight. A visual and micro analysis was performed which identified: sharp broken, crease fold and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken on radius due to a surgical impact opening and missing shell due to inconclusive. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device was explanted. This record is for the right side.